Manufacturer narrative:
Received one used b3300 clave neutral connector for inspection. No defects, anomalies, or cracks noted. The clave was primed with no restrictions in flow and leak tested. There was no leakage. The reported complaint was unable to be replicated or confirmed. A device history lot number review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device was received for evaluation; the investigation is pending.

Event description:
The event involved a clave¿ neutral connector where it was reported that on a second lab draw, it was noticed that after the flush that there was water pooling in the cap and it looked that it was cracked and was hard to flush. There was no patient harm.